Event description:
Physician attempted direct stent of left coronary vessel, stent did not cross lesion. Physician decided to remove stent catheter & pre-dilate lesion w/balloon. Upon removal it was discovered stent came off catheter & lodged in left main coronary artery: fluoroscopy & surgeon confirmed; pt to surgery directly, stent removed & recovered for evaluation, stent had not been deployed.